Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached at (B)(4) joules. Add'l info reported by the customer was it was unk if the fiber cap detached inside of the pt and if the fiber cap was retrieved. No error codes were displayed on the console when the event occurred. No injuries to the pt were reported. No injuries to the user were reported.